Event description:
It was reported that during a coronary stent procedure, the tip of the luge guide wire fractured. As a stent was being delivered across the mid left circumflex, the tip of the luge wire prolapsed backwards and became entrapped under the distal end of the stent. Attempts to retrieve the wire were unsuccessful and the tip of luge wire fractured and remained within the vessel. It was compressed against the vessel wall and secured with a stent. Pt status is listed as "okay".

Manufacturer narrative:
The wire was disposed, therefore, no direct product analysis could be performed. The root cause of this complaint could not be determined.